Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The ht command 14 referenced is being filed under a separate medwatch report number. Exemption number e2019001.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified carotid artery that was 70% stenosed. A 3x20mm nc trek balloon dilatation catheter was used to pre-dilate the lesion. The balloon was completely deflated. During removal, the balloon could not be removed without also removing the hi-torqure command 14 es guide wire with it. The balloon seemed to be stuck to the guide wire. They were simply removed together. There was no clinically significant delay or adverse patient effects. No additional information was provided.